Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a diamondback 360 peripheral orbital atherectomy device (oad) was used to treat right superficial femoral artery (sfa), popliteal and common femoral artery with left leg access on (B)(6) 2025. Intravenous ultrasound (ivus) was used prior to orbital atherectomy system. The procedure was completed with a drug coated balloon and no patient complications were reported at the time of the event. The patient returned to the hospital on (B)(6) 2025 with a cold leg. Thrombolytics were administered overnight for thrombosis that was confirmed by angiogram, and the patient was discharged. It is unknown what caused thrombosis.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported obstruction, thrombus and related medical intervention appear to be related to operational context. In this case, it is likely that the obstruction, thrombus and related medical intervention is due to the patient¿s disease state and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a diamondback 360 peripheral orbital atherectomy device (oad) was used to treat right superficial femoral artery (sfa), popliteal and common femoral artery with left leg access on (B)(6) 2025. Intravenous ultrasound (ivus) was used prior to orbital atherectomy system. The procedure was completed with a drug coated balloon and no patient complications were reported at the time of the event. The patient returned to the hospital on (B)(6) 2025 with a cold leg. Thrombolytics were administered overnight for thrombosis that was confirmed by angiogram, and the patient was discharged. It is unknown what caused thrombosis.